Event description:
It was reported the patient was experiencing seizures; the patient started having seizures during sleeping. The patient had no history of seizures prior to having implant. The first seizure was reported to have occurred the day the patient received her implant. Seizure activity was being reported as the patient moved around a lot during her sleep and made facial grimacing during her sleep. The movement during sleep and facial grimacing stopped when the patient turned stim off at night. The patient had this type of activity at night and hadn't had any documented seizures during the day. The patient's leads were in thoracic area. The patient was having a 5-day sleep study done to determine if seizures were occurring. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that impedances were normal. The patient was to undergo a sleep study to further explore seizures.

Manufacturer narrative:
Extension model #3708140 lot # njb040342v implanted 2009-(B)(6) explanted unknown; extension model # 3708140 lot # njb040333v implanted 2009-(B)(6) explanted unknown; extension model # 3708140 lot # njb034774v implanted 2009-(B)(6) explanted unknown; lead model # 39565-30 lot # n178791001 implanted 2009-(B)(6) explanted unknown; lead model # 39565-30 lot # n137384001 implanted 2009-(B)(6) explanted unknown; programmer model # 37743 lot # nke121418n; recharger model # 37752 lot # nka030182n.